Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room due to high ketones and blood glucose on (B)(6) 2019. Customer¿s blood glucose level was 261 mg/dl. Customer stated that the infusion set cannula was bent and they were not getting insulin. Customer was treated with hydration through intravenous and was under monitoring. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.